Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of a broken handle. It was determined during analysis that the stylus would not select from the screen. Analysis also noted that the power cord bay was broken and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer carry handle was broken. It was requested that the programmer be updated to the latest software version. In addition, it was requested that an analyzer be added and that the radiofrequency heads cord be replaced with a long cord. The programmer was returned to service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.